Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they lost all telemetry connections in the entire facility. No adverse patient impact reported.